Event description:
It reported that there was unstable speed. A 1.75mm rotapro was selected for atherectomy procedure. The rotapro was prepped and platformed at 165,000 rpm outside the patient, then advanced over the wire, and crossed the lesion. During the procedure, the device had an abnormal sound and the rotational speed increased above 200,000 rpm. The procedure was stopped and the burr was removed from the patient. The procedure was successfully completed another rotapro device. There were no patient complications and the patient status was stable post procedure.